Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while sewing the cuff in a laparoscopic hysterectomy, the handle would not accept the needle properly. The needle fell out of two handles and operator used three reloads on those two handles. The needle fell into the patient's cavity and the patient had undergone x-ray. It was noted that surgery time was extended by more than 30 minutes due to device issue. Surgeon used another handle and reload to resolve the issue.